Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the gauge had fractured at the first indentation. Additionally the device was submitted for further analysis. Sem analysis determined the sample showed that it fractured due to bending overload. Suspected crack initiation area identified near the gauge surface, which appeared to be smeared. Ductile overload mode identified in the non-smeared areas of the fracture surface, exhibiting ductile dimples. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the device shows wear and tear consistent with use over a potential field age of approximately 3 years. Additionally, review of the rir confirmed the raw materials utilized were conforming to specifications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the depth gauge was broken and found during routine inspection of the instrument trays. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.